Event description:
It is reported that the staff nurse noticed leakage on the auto valves and on the retention balloon; therefore, experienced difficulties in deflating the balloons for two (2) flexi-seal control devices, after 1 day of use.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction; however, further details in this case indicate that the patient did require medical treatment and/or intervention to prevent skin issues. Further clarification of 'skin issues" has been requested as this report is deemed a malfunction at this time. The fms device has been replaced, and has been discontinued from use. Lastly, there was no report of the patient being harmed as a result of this malfunction and an investigation request was sent to manufacture on (B)(4) 2013. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013.